Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) battery was taking longer to charge and she had to charge more frequently because the battery was depleting quicker than it used to. The patient noted that she used to charge every tuesday for a couple of hours but then later had to charge for about five hours to get a full charge. The patient hadn't recently been reprogrammed or switched to a new group or had the need to increase parameters. The patient did not have previous discharged/overdischarged events, and the patient charged their ins to 100%. The recharger was functioning as normal and eight coupling bars were always reached. It was also reported that prior to/at the same time the patient started to notice her charging issues, she had taken a fall where she had to have surgery on the ankle and pins in their foot. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to have the stimulator checked after the patient¿s fall. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.